Event description:
During the hysteroscopy, it was noted the uterine cavity was slightly irregular in the ctr with an arcuate uterus. The novasure device was planned to be used for an ablation. During the procedure, the novasure array was deployed but could not be fully opened due to the pt's uterine anatomy. The use of the novasure device was stopped. A verapoint scope with a resectoscopy was then placed in the uterus. The uterus was filled with normal saline when it was noted there was a perforation at the cornual area on the right side with omentum visible. A laparotomy was completed which found blood in the pelvic cavity and a perforation in the fundus about 0.6 - 0.7 cm. There were also small bleeding points in the sigmoid colon. A general surgeon was called to the or who ran the bowel and found no major injuries. The bleeders in the colon were cauterized. A hysterectomy was performed. Pt was discharged on pod#2.